Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there is moisture under the lcd display. Customer states that the insulin pump was leaking around the o rings. Customer also states that his blood glucose readings are fluctuating. The blood glucose reading is 56 mg/dl. Nothing further reported.